Event description:
The customer reported that he was hospitalized for low blood glucose levels. While he was in the hospital, he reported experiencing blood glucose levels greater than 300 mg/dl. Prior to the hospitalization, the customer was experiencing high blood glucose levels and no delivery alarms. The customer stated that he changed the infusion set, and experienced high blood glucose levels. The customer gave himself a manual injection, and three to four hours later he passed out due to low blood glucose levels, and the paramedics were called. The customer's wife came to the phone, and requested a replacement insulin pump, and declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a scratched display window.